Manufacturer narrative:
Product event summary- the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: performance data was collected from the device and the data has been analyzed. Analysis found the alert triggered for low battery voltage, recommended replacement time. Implantable tachy lead, (B)(6) 2008; 4193-78 implantable pacing lead, (B)(6) 2008; 4076-52 implantable pacing lead, (B)(6) 2008. (B)(4).

Event description:
It was reported that there was unexpected longevity after only 2 years of use and the device was at early elective replacement indicator. The device was explanted and replaced. No patient complications have been reported as a result of this event.